Manufacturer narrative:
D4: updated from pump to purge cassette based on a review of the complaint record. H4: updated the device manufacturer date.

Manufacturer narrative:
Priming problem: the cause of the priming issue was most likely related to unintended use, as the data log confirmed resolution of the priming issue after reinsertion of the cassette, and the clinical details also confirmed resolution of the priming issue after repeating cassette insertion step. Pd-purge system (twist, bent, kinked): the cause of the damage issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported difficulty priming the impella due to a kink in the purge tubing. No further information is available.